Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2013. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was high left ventricular (lv) lead impedance with loss of capture. It was further reported a lead warning occurred for undefined/ high impedance and there was an increase in lead threshold. The lead was tested in the tip to right ventricular coil configuration and the threshold and impedance values were within acceptable limits. Reprogramming was performed and programmed tip to coil and the output was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.